Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 55 mg/dl, 84 mg/dl, 191 mg/dl, 51 mg/dl, 44 mg/dl, and 46 mg/dl. No actions taken based on device result. No adverse event reported. Requested return of suspect device and replacement was sent.